Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 dpx 96t ce-ivd assay performed within specifications. A review of complaint history and non-conformance records did not identify any systemic reagent or product issues related to the reported event. The target amplification for the alleged sample (ID (B)(6) was weaker and had a later cycle threshold (CT) value compared to the other samples, consistent with a sample near the 0.5x limit of detection. The discrepant result was likely due to cross-contamination, although it could not be determined whether this occurred at the customer site or if the sample provided by instand contained a low hav titer. The investigation was limited by the unavailability of the panel report and results from other respondents using the roche test. The device remained in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for one sample (ID pcr-/nat-hav 377182) tested with the kit cobas 6800/8800 dpx 96t ce-ivd assay on the cobas 6800 instrument. The customer participated in the instand 'ringversuch' panel for laboratory certification. The panel samples were lyophilized and prepared according to the instructions provided by instand. Testing was performed on (B)(6) 2021. Four samples were tested, and the results were as follows: (B)(6) was reactive with a cycle threshold (CT) value of 26.1, (B)(6) was reactive with a CT value of 38.9, (B)(6) was reactive with a CT value of 24.8, and (B)(6) was reactive with a CT value of 27.9. The customer identified sample ID (B)(6) as the alleged sample. The target amplification for this sample was weaker and had a later CT value compared to the other three samples. The CT value for this sample was consistent with a sample near the 0.5x limit of detection.